Event description:
Caller states that customer tested at 333mg/dl adn retested 45 mins later at 59mg/dl. He was 'outof it' at that time and wife had to give the customer instant glucose. No med treatment was sought. No qc were used. Requested return of suspect device and replacement was sent.